Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached over 200 mg/dl.

Manufacturer narrative:
The device was received fully deployed. The downloaded data shows the device complete the priming sequences and operated as intended until it was deactivated at pulse 2728. No timeouts or drive stalls were observed in the device data. Investigation of the needle mechanism did not find any damages or abnormalities that could cause an early needle deployment. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or abnormalities were observed with the device that could result in an early needle deployment.